Event description:
(B)(4). Pain in lower abdomen. Heavy bleeding. Blood clots the size of silver dollars. No period or period for months on end. Electrical zaps in lower abdomen. Bleeding during intercourse. Pcod. Ovarian cysts. Headaches. Nausea. Lack of energy. Dizzy spells.